Event description:
Patient reported, right side capsular contracture, baker grade iii. Patient later reported, "micro-cysts" and "walls of the implant are well defined, slightly wavy". Device was explanted.

Manufacturer narrative:
Health effect: impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: anxiety: product/procedure: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Varied injuries: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Wrinkling: not observed. Cyst: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side capsular contracture, baker grade iii. Patient later reported "micro-cysts" and "walls of the implant are well defined, slightly wavy." Device was explanted. Device discarded.